Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
During trouble shooting of a check lines and bags alarm the home patient (hp) reported that there was no solution left and they connected a new bag to a heater line. The baxter technical service representative (tsr) assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient's (hp) registered nurse (rn) on (B)(6) 2011 regarding the check heater line alarm. The rn stated that therapy was ended and the hp finished with manuals. The rn was not sure why the hp had run short on solution. The rn reviewed proper procedure with the home patient. Per rn, the hp did not have any injury or harm as a result of this incident. The rn stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed but the root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.